Manufacturer narrative:
Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. The pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing display window/cover, battery tube threads - cracked and cracked case-corner of belt clip rails. Blank display confirmed due to moisture damage on the electronic assembly. Audio/vibrate anomaly/absence of alarm confirmed and belt clip damage or missing confirmed. Flashing mdt logo not confirmed due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the pump started beeping when the customer went swimming, but the screen was blank and only displayed a flashing medtronic logo. During troubleshooting, the customer noticed a scratch on the belt clip rail side at the back of the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for display issues, and the customer reported a blank display. The customer also stated that the battery cap contacts and battery compartment springs are not damaged. The display did not return after inserting a new battery. Troubleshooting was performed for the fluid in the pump. The customer reported that the pump was exposed to moisture, but there is no visible fluid in the pump. The pump did not pass the self-test. Troubleshooting was performed for damage, and the customer stated that the pump was functioning as designed. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device would be returned.